Event description:
It was reported that the customer received no delivery alarms on the insulin pump, during bolus delivery attempts. The customer's blood glucose was 282 mg/dl, which was being treated with manual injection. The patient's blood glucose rose to 437 mg/dl at 3:00 am on september 11, 2014. During troubleshooting, a 5.0 unit fixed prime was performed. Insulin did not exit and the insulin pump did not alarm no delivery. It was advised to remove the reservoir from the insulin pump and to then disconnect and reconnect the infusion set and reservoir. A manual prime was performed and insulin exited. It was explained that the insulin pump was working as designed and the alarm was caused by a connection issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).